Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula broke. This occurred on 2 occasions. The following information was provided by the initial reporter: after injection, the patient attempted to detach the pen needle and the needle npe was broken and stayed with the pen. This occurred in two pen needles in a row.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case (B)(4) cannula broke. This occurred on 2 occasions. The following information was provided by the initial reporter: after injection, the patient attempted to detach the pen needle and the needle npe was broken and stayed with the pen. This occurred in two pen needles in a row.